Event description:
Pt revised due to pain and tibial loosening possibly caused by insufficient cement mantle.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The initial reporting stated the products are not suspected of failing to meet specs. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicates insufficient cement mantle may be a contributing factor. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.